Event description:
It was reported communication was attempted with new pacemaker in box with this rf (radio frequency) head. Rf head showed one yellow light and no green lights. A telemetry link was unable to be established. A different rf head was obtained and connected to the programmer; it established telemetry and functioned normally. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head would not interrogate and failed incoming uplink functional test; rf head cable found out of electrical specification. Analysis also found the upper case lens was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.